Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered shock for a sinus rhythm. Technical services (ts) reviewed the reports and provided programming options. The device remains in use. No adverse patient effects were reported.